Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp 1079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet bent during PICC placement. No other information is available.